Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a low shock lead impedance measurement. The system alert values was less than 20 ohms. A boston scientific technical services (ts) performed troubleshooting steps and discussed maximum shock delivery to rule out shorted lead condition. The field representative will discuss with the physician for further testing. The patient will be monitored continuously. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
No additional information is available at this time.this investigation will be updated should further information be provided.